Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 565 mg/dl. Customer's wife advised when customer eats food it takes a long time for the blood glucose levels to come down. Customer was advised to get the proper settings for the device from their healthcare provider so that they may be programmed in.